Event description:
The customer reported that in 2009, and at 6:09 pm, a patient had a desat episode, but the mp70 did not alarm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.